Event description:
It was reported that during the implant procedure, the set screw of the device was unable to engage with a wrench. The device was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported complaint of loose or intermittent connection was not confirmed. The device was received in normal range of option. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and damage was noted on the left ventricular septum which is consistent with having occurred during procedure. Septum was removed and the setscrew was noted to be out of the connector block. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.